Event description:
It was reported that contrast injection through port demonstrates a perforation of the catheter 4cm from distal end. Contrast was leaking into vessel. No pt complications reported. Customer reports no drainage is seen from distal end of catheter suggesting distal end is blocked.